Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via a merlin transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended. Patient will be brought into the clinic to make the changes.